Event description:
It was reported that during a recanalization procedure in the superficial femoral artery via contralateral groin access, the tip of the catheter allegedly did not completely detach but the tip was extended past the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. A physical investigation was performed for the catheter. The catheter was blocked with a lot of coagulated material. The test guidewire passed without any issues. After couple of runs in the water nominal aspiration level was achieved. Therefore, the investigation is confirmed for the reported helix break issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 08/2024), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the superficial femoral artery via contralateral groin access, the tip of the catheter allegedly did not completely detach but the tip was extended past the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Manufacturer narrative:
H11: a voluntary recall has been initiated for the rotarex atherectomy system. The atherectomy catheter eifu was updated to clarify and emphasize procedural steps intended to reduce the likelihood of catheter breakage events. Catheter has an outer cylinder connected to a rotating helix, which could fracture and/or break, which would require retrieval, and helix facture/break could cause vessel injury and lead to severe bleeding. As part of an internal investigation, this event was reviewed in collaboration with our medical affairs team. Based on the findings, it has been determined that the event meets the criteria for a serious injury as defined under 21 cfr 803.3. Accordingly, we are submitting this report to reflect the upgraded classification. Please refer to section b5 of this report for a detailed event description and rationale for the reclassification. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a physical investigation was conducted on the returned catheter. The lumen was found to be obstructed with a significant amount of coagulated material. Despite the blockage, a test guidewire was able to pass through the catheter without resistance. Following multiple rinses in water, nominal aspiration performance was achieved. While the investigation confirmed the presence of a blockage, a definitive root cause could not be identified. However, catheter occlusion due to coagulated material is recognized as a known inherent risk associated with the device. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3. B1, b2, b5, d3, d4 (unique identifier (UDI) #), g1, h1, h6 (patient). D2b (dqx; mcw). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a procedure to treat a chronic total occlusion in the sfa, the tip of the rotarex catheter extended beyond its normal position and did not retract, though it did not fully detach. Due to the device being tightly fixed on the wire, the entire system had to be removed, resulting in loss of access. Attempts to re-cross the cto were unsuccessful after more than 30 minutes, as the physician remained mostly in the subintimal space and could not reach the true lumen. A limited ballooning attempt was made in the small portion of the sfa that had been crossed, but it was insufficient for a successful outcome. The patient is stable but will require a follow-up intervention to complete treatment.